Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the healthcare professional (hcp) changed the medication. They were told by the hcp that it would take 17 hours before the medication would work its way through the pump but the medication never made its way through. Either "it never started" or the catheter was plugged up. For 3 months the patient was doing anything to kill the pain but they couldn't get a hold of anybody. 3 months later, they met with the hcp again who did an x-ray and stuck a needle in the patient's stomach, ultimately confirming that the catheter was "plugged up". The patient's pump "quit working about 4 months ago". They contacted the manufacturer about 3 months ago and they were supposed to get a list of hcp in the area that worked with the pump but they never received the list. They made an appointment where a hcp did an injection and found out the catheter was broken or "stopped up" and determined the catheter needed to be replaced. The patient's pump had morphine and something else. They decreased the other drug "at least 2 weeks ago" which helped a bit. They didn't know where the medications were going. The patient's leg got numb and it was hard for her to use it. The patient was "out of her mind" for 3 days and she was making sense again. They could not get the patient in to change the catheter until october 3rd while the patient was in dire pain. No further complications were reported.